Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication fulphila 6mg/0.6ml syringe could not be loaded. The user confirmed that the medication appeared on the facility list but not on the load list. When an attempt was made to load it locally, an error message was displayed stating that this medication is unable to be pended. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident a technical support specialist (tss) attempted to find the medication order from server but unable to locate. Later customer confirmed that the issue was resolved by the customer which was caused due to security group not assigned to medication, and no further investigation was required. The system functioned as intended after the customer resolved the issue.